Event description:
A pt reported that they were unable to receive an accurate reading on their one touch ii meter due to their meter allegedly would not power on. Pt reported they had no symptoms. Pt reported that they had to see their doctor for a blood glucose reading due to the meter malfunction. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.